Event description:
(B)(4) study. It was reported that post coronary stenting treatment, angina and restenosis occurred. In (B)(6) 2010, due to unstable angina, the subject underwent the index procedure with the deployment of a 3.50mm x 20mm taxus liberte stent in the left anterior descending (lad) artery. Post procedure residual stenosis was 0% with timi 3 flow. The subject did not receive a peri-procedural loading dose of the thienopyridine medication. In 2008, the subject was started on aspirin dose 81.0mg. One day following the index procedure, the subject received study medication maintenance dose of clopidogrel dose 75.0mg and was discharged from the hospital. In (B)(6) 2012, the subject was admitted with unstable angina and underwent cardiac catheterization which revealed instent restenosis of the lad. Cardiac enzymes revealed troponin I = 0.01ng/ml (reference range = < 0.15 ng/ml), ck-mb = 2.3 ng/ml (reference range = 0.6-6.3 ng/ml), and total ck = 132 (reference range = 28-128 iu/l). The cardiac enzymes remained negative, but the ecgs were reported to have some t-wave changes and a diagnostic catheterization was performed which revealed 80% focal instent restenosis of the previously placed stent in the lad. The lesion was balloon dilated with 10% residual stenosis. Stenting was not elected to avoid covering the diagonal branch, which had an estimated 40-50% ostial stenosis. The subject was discharged the following day, in stable condition, on open label plavix and aspirin. The event outcome is considered resolved.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).